Event description:
A malfunction alarm was reported with a specific code and fault ID, but no notable events occurred prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support agreed to replace the pump, which was covered under warranty, and the customer planned to use multiple daily injections (mdi) as a backup therapy. The customer was instructed to return the faulty pump using a pre-paid label within 10 days and demonstrated understanding of these instructions.